Event description:
A caller reported a cgm error 42. Blood glucose level was within the normal range. Customer service guided the caller through a pump reset, and the error did not reoccur. The caller then successfully started their sensor session.